Manufacturer narrative:
Additional information was received that the patients pain was not worsening. The patient underwent a revision procedure wherein the ipg was replaced for upgrade and MRI purposes. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing worsening of pain in the area that was stimulated. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing worsening of pain in the area that was stimulated. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing worsening of pain in the area that was stimulated. The patient will undergo an ipg replacement procedure.